Manufacturer narrative:
A spacelabs field service engineer replaced the receiver on site. The receiver was returned to spacelabs (B)(4) for investigation. The reported problem was not reproducible. A spacelabs investigation was performed by a product support specialist. Visual inspection was performed and no damage was seen. The service tool was used to debug the boards and no issue was found. The device performed to specification. No trouble was found. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Event description:
Spacelabs received a report that on (B)(6) 2016 all telemetry beds dropped transmission from the enhanced telemetry receiver model 96280 to the xhibit central station. No injury was reported as a result of this event. This condition was quickly remedied by resetting the receiver.